Event description:
While investigating a (B)(6) male patient's monitor for an unrelated issue, a reportable problem was discovered. The monitor fired a 189.9j negative monophasic pulse. The patient was not issued a replacement monitor as the patient ended use.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed the incoming pulse test. The monitor fired a 189.9 j negative mono-phasic pulse during the detect and treat sequence. However, the unit was able to fire a single 150j pulse during the communication test system pulse test. The mono-phasic pulse is suspected to be caused by a faulty defibrillator control module; however, the root cause investigation was unable to be completed, due to obsolescence of device components. No adverse event resulted from the defective monitor. The patient was not issued a replacement monitor as the patient ended use.